Event description:
An (B)(6) year old male in the operating room was in for repair of an incarcerated ventral hernia. During the surgery the cautery pencil remained activated even when the surgeon was not pressing the activation button (when not in use). There was no harm to anyone patient or staff.